Event description:
The hill-rom field technician reported that the scale on this bed does not weigh accurately. He replaced and calibrated the scale board to resolve the issue. There were no reported adverse events associated with this product problem.